Manufacturer narrative:
The reported observation of pain at ipg site without stimulation was not confirmed. The root cause of the observation was not ascertained. A visual inspection of the ipg header assembly and case did not note any anomalies. A thorough review of the ipg logs did not find any discrepancies that would indicate a performance issue with the ipg and that it contributed to the observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and all test steps passed. During ate testing all ipg impedance measurements were within specification. No cross-chamber leakage was noted during stimulation output testing during ate.

Event description:
It was reported the patient is experiencing heating at the pocket site. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.